Event description:
It was reported that a 27mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 17 years, 7 months due to stenosis and regurgitation. A 26mm transcatheter valve was implanted. Once deployed, tee showed no paravalvular leak and there was no outflow tract obstruction. There was excellent opening and closing of the new valve and there was no significant gradient across the valve. The patient was taken back to the ctu in good condition. The patient was discharged on pod #2 in good condition. According to the physician, the surgical valve did not fail prematurely.

Manufacturer narrative:
H11. Corrected data: updated b5, b7. Additional information obtained confirmed that the previously reported event had no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease. The event was not related to the edwards valve. As such, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 6900 27mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 17 years, 7 months due to stenosis and regurgitation. A 9600tfx 26mm transcatheter valve was implanted. No additional details were provided.